Event description:
The report received from the field indicated that during a stent assisted coil embolization, the physician experienced difficulty advancing the enterprise vrd and delivery system distally through the prowler select plus microcatheter (mc) as they entered the left mca artery target lesion. The physician was not able to reach the intended target lesion and at some point noticed that the stent was missing. After approximately fifteen minutes, the stent was located/pre-deployed in the hub of the mc. There was no reported patient injury. The target lesion was the left mca artery which was reported to have had a clot/thrombus that caused a stroke. Additional information has been requested. 02/03/2012 (rd) addendum: the enterprise stent was noted in the hub of the prowler select plus mc. The distal end of the mc was detached and not returned.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00052 and #1058196-2012-00085.

Manufacturer narrative:
The report received from the field indicated that during a stent assisted coil embolization, the physician experienced difficulty advancing the enterprise vrd and delivery system distally through the prowler select plus microcatheter (mc) as they entered the left mca artery target lesion. The physician was not able to reach the intended target lesion and at some point noticed that the stent was missing. After approximately fifteen minutes, the stent was located/pre-deployed in the hub of the mc. There was no reported patient injury. The target lesion was the left mca artery which was reported to have had a clot/thrombus that caused a stroke. The devices were returned with the enterprise stent noted in the hub of the prowler select plus mc. The distal end of the mc was detached and not returned. No further information regarding the separated condition of the mc has been provided in response to multiple investigative efforts. (B)(4): the product was returned for inspection. A prowler select plus micro catheter (mc) was received inside of a plastic bag. The enterprise delivery wire and introducer were not received for analysis. The stent was located stuck in the mc's hub. After removal of the stent from the mc hub, it was inspected under microscope and visual system with no damages detached on the stent. Functional testing for insertion of the enterprise through a mc could not be performed since only the stent was received. Additionally the mc was observed to be separated at 25.9 cm from the proximal hub side with the distal end not received. No dry blood residuals or saline solution was observed in the mc. Microscopic analysis of the mc separation point had what appears to be characteristics of cutting and pulling of the mc. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10073996. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Conclusion: the reported insertion difficulty of the enterprise system distally through the prowler select plus mc and deployment of the stent in the mc hub could not be evaluated since the distal end of the mc was not returned and only the stent was received. The proximal end of a separated mc was returned; however, there was no report from the customer of the mc being separated, which would have been readily evident. Based on this and the appearance that cutting and pulling of the mc appears to be the cause of the separation along with the report from the customer that at some point it was noticed that the stent was missing and was located pre-deployed in the hub after approximately fifteen minutes, it is possible that the mc was intentionally separated at an area outside of the patient or after withdrawal from the patient in an attempt to locate the stent. However, without any further information regarding the findings of the unreported mc separation, this is speculative with no conclusion possible. The cause of the resistance/friction and deployment of the stent in the hub could not be determined based on the analysis. With functional testing resistance/friction within the returned section of the mc was due to multiple areas that were kinked/bent. The timing and impact on the procedural use of the kinks/bends cannot be determined. There were no damages noted on the returned stent which was confirmed to be deployed in the hub. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation, positioning, and securing of the introducer in the hub of the mc. This provides an uninterrupted passage for the stent to move from the introducer into the mc. If prior to introduction of the stent fully within the microcatheter or during withdrawal the introducer is not fully seated in the mc hub or there is movement of the introducer resulting in a gap the distal or proximal end of the stent will expand as it enters the gap. This will result in some noticeable resistance. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. No definitive conclusion regarding the reported event or root cause can be determined based on the available information and the condition of the returned devices; therefore no actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00052 and #1058196-2012-00085.